Manufacturer narrative:
Event description: it was reported that during surgery the screw did not assemble with the plug. The surgery was delayed by 15 minutes. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Images: the received images were reviewed and confirmed that the thread is damaged. Product evaluation: visual examination: the visual examination of the screws showed that the thread was damaged on the set screw and thread was damaged on the pedicle screw head. Due to thread damage set screw could not be screwed after certain limit into the pedicle screw. As there are lot of scratches on the pedicle screw head, it can be assumed that the user tried several times to insert the set screw into the pedicle screw. No other abnormalities can be found. 4 review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: during surgery the screw did not assemble with the pedicle screw. The surgery was delayed by 15 minutes. Reported event state that set screw did not assemble with pedicle screw. Visual examination shows damaged threads on the set screw and pedicle screw head. It is possible that the damaged threads contributed to assembly issue. However, cause for the thread damage remains unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a surgery the screw did not assemble with the plug. The surgery was delayed by 15 minutes.